Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer reported her back was really bad because she has been unable to charge the implantable neurostimulator (ins). On the I mplantable neurostimulator recharger (insr) she got the adjust antenna screen and she got the poor communication screen on the programmer when she tried to connect to the ins. The patient last charged in (B)(6) 2015, she thinks, but does not know exactly. The patient stated she has had no falls or trauma. The patient stated she does not want to have another surgery. The patient stated she know she was in the overdischarge state and was to meet with a device manufacturer's representative (rep) today. She was calling because she went to the clinic and the whole clinic was closed. She went home and called and they told her they did not have her on the list. The patient was trying to reach the rep but can't find his number. The patient was redirected to the clinic for the number or they can page the rep for her. The patient mentioned she has diabetes, which she had prior to implant. The rep reported an alleged overdischarge. There was no communication. The patient was feeling no stimulation. The patient had not been using the device very much prior to a fall that occurred in (B)(6) 2015. The patient was seen on (B)(6) 2015 by the rep. It was determined that day the device was in overdischarge. The rep did 3-4 physician mode recharges (pmr) and sent the patient home to complete the charging process. A power on reset (por) was seen but never cleared. The patient may have charged the ins one time between the (B)(6). On (B)(6) 2015 the patient was seen again with a rep, they could not communicate with the ins because the battery was dead. A pmr was done but it sounds like the por still wasn't cleared. (B)(6) 2015, today the rep was meeting with the patient. There was still no communication. Due to a time constraint,the rep didn't have time to do a pmr and properly deal with the overdischarge situation. It was reviewed that it was best to start the process when there was enough time to complete it properly and to clear that por message. Once it was out of overdischarge, the rep can pull the file to see if a third strike was triggered. The reason recharging was not maintained was a non-compliance due to an unrelated medical issue. The patient was in a wheelchair now because of her recent falls, which was making the recharging process challenging. The rep could not troubleshoot due to a time constraint. The rep will discuss further with the health care provider (hcp) on next steps. Later, the consumer via the rep reported the device was explanted on (B)(6) 2015. At the time of explant, the battery was overdischarged. The patient had trouble finding a good connection for approximately 6 months. There was a difficulty with communication with the recharger battery. The patient became exasperated and stopped trying. Since the battery was overdischarged, diagnostics could not be taken before the procedure. The patient was explanted and re-implanted with a non-rechargeable device. At the time of the report, the issue was resolved. Medical history includes spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The battery reached end of service due to three overdischarges. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2000 and the battery was charged to 3.035 volts. On (B)(6) 2000 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.